Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye as a replacement lens. The patient experienced lens rotation again. The lens was then exchanged with a shorter length lens but spherical, and this resolved the problem.

Manufacturer narrative:
Manufacturer narrative: rotation, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in a micro-centrifuge vial, dry. Visual inspection found the lens haptic bent. Dimensional inspection found the width within specifications, but the overall length found the lens did not meet original values measured at the time of manufacturing. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim:# (B)(4).